Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture the return date and the product investigation results. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient with this right ventricular (rv) lead was part of as system revision due to infection. Additional information indicates that the patient had a full system extraction due to bacteremia and reimplantation was done during the same day. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicates that the patient had a full system extraction due to bacteremia and reimplantation was done during the same day. There were no additional adverse patient effects reported. The rv lead was explanted.